Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately. The medical affairs specialist(mas) attempted to reach the patient by phone and left a phone message for the patient. A letter was sent to the patient. The patient obtained a result they interpreted to be 48 mg/dl on the reported meter before breakfast. They called emt due to the low reading. No information was provided as to whether they had symptoms of hypoglycemia at the time of concern. Emt tested their blood glucose level; the reading was 86 on the emt meter. Emt advised the patient to get something to eat. The patient is insulin dependent; however, no further information was provided regarding the patient's testing and diabetes treatment regimen. Based on the information provided, there is no indication that the patient experienced injury. The customer care representative (ccr) discovered that the meter was set to mmol/l instead of mg/dl. The am meter reading had been 4.8 mmol/l (converts to 86 mg/dl), which was the same reading obtained on the emt meter. The patient had poor vision and had trouble walking through resetting the meter. The meter was replaced.